Event description:
It was reported by the patient that during attempted pod activation on the leg, the cannula did not deploy into the infusion site, preventing pod use. The patient also reported that the pink slide did not move forward, indicative of a needle mechanism failure. No blood glucose levels were reported. No treatment details were reported.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone16.2cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.